Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received. No troubleshooting could be performed as the issue had occurred in the past and the current fill estimate was accurate. Customer's blood glucose level ranged between 250-300 mg/dl.